Manufacturer narrative:
The approximate date of initial implantation is 2008 (specific date not reported). This report is filed july 28, 2016, by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient was treated with topical steroids in 2014 (specific date not reported) due to pain, pus and swelling at the implant site. The implanted device remains.